Event description:
During or for breast biopsy and removal of a non-functioning port-a-cath placed 5/98, it was discovered that the port-a-cath was fractured and only a portion was removed and a longer portion of the catheter remained in the superior vena cava - rt atrium and rt ventricle. The physician retrieved the retained portion of the catheter.